Event description:
The customer's family reported that they were hospitalized on today at 4:30 pm with blood glucose level of 400 mg/dl and diabetic ketoacidosis. The customer did experience any symptoms as a result such as nausea, vomiting, abdominal pain and difficulty in breathing of high blood glucose. The customer treated with the intravenous fluid and went to emergency room. Troubleshooting was done for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that drive support cap was normal. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.